Manufacturer narrative:
The insulin pump was received with no button error alarm on the insulin pump. The device had no button response due to corroded keypad traces. There was no moisture damage on the electronic assembly or on the motor. The device had a cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 427 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised they were unable to clear the button error alarm, they replaced the battery and the button error alarm came back after the insulin pump did a countdown. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.